Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 386 mg/dl. The customer's current blood glucose was 120 mg/dl. Patient's blood glucose at time of incident was 455 mg/dl. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer did allege insulin pump was under delivering. Customer stated that reservoir level did not change at all in 2 hours so it was not delivering. The insulin pump will not be returned for analysis.